Manufacturer narrative:
(B)(4)- a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's spouse reported the patient had been hospitalized on (B)(6) 2016 due to uremia. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was in an extended care facility where pd continued to be performed. The pd rn could not confirm the hospitalization for uremia and suspected it could be related to missed treatment, but could not specify as the patient should have been able to perform manual treatments in the presence of cycler related issues. Follow-up was also made with the pd patient's spouse, who stated the patient did perform manual treatments (approximately every 2 hours) but felt unwell. The patient was taken to the hospital where he was diagnosed with uremia. No concomitant medications or co-morbid conditions were offered. Per the patient contact, the patient was to have been discharged on (B)(6) 2016 but was kept until (B)(6) 2016, where he was sent to a nursing home for extended care. The patient was to be transitioned to hemodialysis due to the patient's decline preventing him from performing pd treatment (i.e. Difficulty leaving bed). She later reported the patient had passed away in his sleep on (B)(6) 2016. She stated the patient had been prepped with a hemodialysis access on (B)(6) 2016 to begin hemodialysis treatment on (B)(6) 2016. The patient's hemodialysis treatment was rescheduled from (B)(6) 2016 but the patient passed away prior to the treatment. Medical records were requested.

Manufacturer narrative:
No medical records or death certificate was provided. There is no documentation supporting a possible association between the liberty cycler and the event of uremia, which is an adverse event that is expected in the esrd patient population. Additionally, there is no documentation supporting a possible association between the liberty cycler and the patient's expiration. However, there is a probable association between the patient's declining health and expiration.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. It was reported that on (B)(6) 2016 this continuous cyclic peritoneal dialysis patient who was started on peritoneal dialysis (pd) therapy in (B)(6) 2014 was admitted to the hospital for uremia. Initially it was reported by the patient¿s wife that the patient had missed pd treatments due to the absence of a functioning liberty cycler possibly contributing to the uremia. Although, there is conflicting information from the wife stating the patient did perform manual treatment in the absence of the cycler and that the patient went to the hospital as a result of feeling unwell. On (B)(6) 2016 the patient was discharged from the hospital to an extended care facility with pd as the dialysis modality. Due to declining health and inability to continue performing pd treatment the patient was to transition to hemodialysis for dialysis therapy. However, prior to that transition the patient expired in his sleep on (B)(6) 2016 at the extended care facility.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient¿s spouse reported the patient had been hospitalized on (B)(6) 2016 due to uremia. Follow-up was made with the pd patient¿s clinic registered nurse (rn), who stated the patient was in an extended care facility where pd continued to be performed. The pd rn could not confirm the hospitalization for uremia and suspected it could be related to missed treatment, but could not specify as the patient should have been able to perform manual treatments in the presence of cycler related issues. Follow-up was also made with the pd patient¿s spouse, who stated the patient did perform manual treatments (approximately every 2 hours) but felt unwell. The patient was taken to the hospital where he was diagnosed with uremia. No concomitant medications or co-morbid conditions were offered. Per the patient contact, the patient was to have been discharged on (B)(6) 2016 but was kept until (B)(6) 2016, where he was sent to a nursing home for extended care. The patient was to be transitioned to hemodialysis due to the patient's decline preventing him from performing pd treatment (i.e. Difficulty leaving bed). She later reported the patient had passed away in his sleep on (B)(6) 2016. She stated the patient had been prepped with a hemodialysis access on (B)(6) 2016 to begin hemodialysis treatment on (B)(6) 2016. The patient's hemodialysis treatment was rescheduled from (B)(6) 2016 but the patient passed away prior to the treatment. Medical records were requested.